Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet insulin pump, noting the smell of insulin from the cartridge and later disclosing the cartridge had not been attached to the connector prior to insertion; the user changed all supplies and subsequently changed the infusion site of a contact detach set, with glucose decreasing from 307 mg/dl by fingerstick to 217 mg/dl. Symptoms included high blood glucose. Outcomes included transient impact requiring troubleshooting and supply replacement without clinical intervention. Investigation included technical support review of pump use and patient-reported data, including review of uploaded ilet reports. Investigation of this case revealed user setup error and probable infusion or cartridge connection issue consistent with insulin leakage or delivery interruption. It was concluded that the event was related to use error causing interrupted insulin delivery leading to hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.